Event description:
On 9/23/24 an ilet user reported experiencing a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/19/24. On (B)(6) 2024 the user's wife found them unconscious on the floor due to low bg. She was able to wake them and provided a peanut butter and jelly sandwich and milk, which brought their blood glucose back into range. The user does not utilize the mobile app due to difficulties with their phone, preventing them from syncing log data. During the event, the user lost consciousness but did not receive professional medical intervention. The wife assisted by providing food as the user was unable to do so independently. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 9/19/24. A medwatch report detailing the first low bg event on 9/23/24 is submitted on MFR report #: 3019004087-2024-00517.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.